Event description:
It was reported that, "liner trial broke while removing. Trial removed from field. No impact on case."

Manufacturer narrative:
The investigation concluded that the fracture of the dome hole of the trial insert was caused by a torsional overload. Due to the presence of the counterbore in the insert trial, if the user is to over-tighten the containment screw, the dome of the insert trial can fracture in a manner consistent with the fracture evaluated in this investigation. The root cause of this event is likely user related. A review of the device manufacturing history records for catalog # 2200-36e, lot # 36162601, indicated that devices were accepted into final stock on (B)(6) 2005 with no reported discrepancies.